Manufacturer narrative:
Event date: the exact event date is unknown. The device was not returned for analysis; therefore, a visual as well as a functional evaluation cannot be performed. The lot number was not provided and there was insufficient information provided to identify potential lots to conduct a DHR review. A review of the device labeling was conducted and the review confirmed that the symptom of pain was included as a potential adverse events associated with treatment. Based on the information available, an evaluation conclusion code of known inherent risk of device was assigned to this event.

Event description:
It was reported that the patient expressed his dissatisfaction with convective radiofrequency water vapor thermal therapy of the prostate procedure with rezum. The patient indicated that the anesthetic injection of novocaine administered into the prostate through the anus was extremely painful as well as steam treatment delivered with the delivery device. Post procedure, the patient had to use a catheter and a bag for urine for 5 days. The procedure did not decrease the patients nocturia. No other patient complications were reported.

Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient expressed his dissatisfaction with convective radiofrequency water vapor thermal therapy of the prostate procedure with rezum. The patient indicated that the anesthetic injection of novocaine administered into the prostate through the anus was extremely painful as well as steam treatment delivered with the delivery device. Post procedure, the patient had to use a catheter and a bag for urine for 5 days. The procedure did not decrease the patients nocturia. No other patient complications were reported.